Manufacturer narrative:
Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® tri-lobe balloon catheter (tri-lobe) and gore® tag® conformable thoracic stent graft with active control system (ctag ac) for aortic arch aneurysm. Two ctag ac were deployed without issues and touched up using the tri-lobe. Then, it was reported that the blood pressure of the right arm was not confirmed. Angiography revealed retrograde type a aortic dissection (rtad). An ascending and arch aorta replacement was performed. The physician stated as follows; the chest was opened and the entry was confirmed, and rtad was confirmed from the edge of the stent graft. I think the cause might have been the balloon.